Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that multiple complications were encountered during impella cp support. It was documented that the patient endured ventricular arrhythmia with a probable relationship to the impella device. The patient was bolused with 50mg of amiodarone and cardioversion was performed with noted improvement of their heartrate. It was additionally reported that the patient experienced bleeding with a probable relationship to the impella device. The patient was given 2 units of packed red blood cells treat the dropping hemoglobin levels. Due to the patient's condition, the family decided to move the patient to comfort care where they expired. It is unknown if the conditions contributed to the patient's passing.

Manufacturer narrative:
The investigation for the vascular damage and arrhythmia has been completed. The impella was not returned for evaluation. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the arrhythmia was not determined b.2 added required intervention as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26127. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2025-26127 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.